Event description:
It was reported that before a coronary drug eluting stenting treatment procedure the stent shaft broke. While unpacking the 3.00 x 20 mm taxus express2 drug eluting stent the shaft broke. The procedure was successfully completed with another 3.00 x 20 mm taxus stent. No patient complications were reported. The patient status is reported as `satisfactory/good'.